Event description:
It was reported that a patient hard beeping tones coming from the device. During a routine follow up premature battery depletion suspected given the explant indicator display appeared. This device has been explanted and is no longer in service. A new device was implanted. No further adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. This device has been explanted and is no longer in service. A new device was implanted. No adverse patient effects were reported. This device has since been returned for analysis and the investigation is currently in progress. An updated report will be provided with the analysis results.